Event description:
It was reported that one day post operation, the patient was experiencing diaphragmatic stimulation and high pacing thresholds between 1.75 v - 3.25 v at 4 ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.